Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still state. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still state. Our field service engineer investigated the ventilator on site. The ventilator was restarted, the turbine module and the o2 gas module was reseated but the error persisted. The turbine module was needed for testing purposes. No further information was provided regarding the reported error and no further issues have been reported. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).